Event description:
The reporter stated that the device result was 17 mg/dl and a repeat result was 87 mg/dl. He reported another result of 78 mg/dl compared to 15 mg/dl on the same device. He did not seek treatment. The device was replaced and requested to be returned for evaluation.